Event description:
It was reported that patient noticed that connection part was wet, and the medication cassette and extension tube were immediately replaced with new ones. At that time, the connection part of the newly replaced cassette and extension tube was wiped with tissue paper, and patient confirmed that no medical solution was present at the connection part before starting the infusion. The medication cassette and extension tube were replaced with other new ones again. The event occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.